Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted the bottom panel was disengaged, the foam body was torn apart exposing the internal components. The switch lever was disengaged. The switch was in the on position. The red wire was broken on the battery pack. The valve was opened. The surfactant was gone. The condition of the device precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device did not turn on and the device was physically broken. Another device was used to resolve the issue. There was no patient involvement.